Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.

Event description:
It was reported that a patient was revised from a gamma nail to an accolade total hip. Now the femur was revised to a restoration modular cone conical .

Manufacturer narrative:
An event regarding a revision of an accolade stem was reported. The event was confirmed. The review of the image provided indicated that the stem taper appeared normal. The provided medical records and x-rays were reviewed by a clinical consultant who indicated that there is no clinical information regarding these aspects, neither x-rays over time to evaluate potential change in component position but based upon the only available arthroplasty x-ray, it is evident that the prospects for adequate osseointegration of the stem were relatively poor. The principal cause for this is an adverse mix of patient-related factors with regard to bone loss due to prior fracture and failed osteosynthesis plus procedure-related factors with regard to suboptimal reconstruction of bone defects at time of arthroplasty. Metal cerclage cables may provide temporary support for devices and/or bone but are no substitute for bone reconstruction if defects are present the device history review indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other events for the reported lot.

Event description:
It was reported that a patient was revised from a gamma nail to an accolade total hip. Now the femur was revised to a restoration modular cone conical .